Manufacturer narrative:
Other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problem or issues were identified during the device history record review. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. The expulsor has been previously trimmed for delivery accuracy. Found fluid ingression on pump by the chassis on the base of expulsor which caused the issue. This was user induced. The expulsor assembly was replaced.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device failed accuracy by +11.2 percent. There was no patient, or clinician injury associated with these occurrences. It occurred during testing. No further details provided at this time.